Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic discomfort ("discomfort"), adnexa uteri pain ("pain in my right ovary"), dizziness ("dizziness, periods of time during which I could not walk or move"), arthralgia ("repeated episodes of arthralgia/ generalized joint pain"), inflammatory pain ("repeated episodes of inflammatory pain in the hands and feet"), pain in extremity ("repeated episodes of inflammatory pain in the hands and feet") and peripheral swelling ("repeated episodes of hands and feet swelling"). The patient was treated with metamizole magnesium (nolotil), paracetamol and surgery (hysterectomy, removal of left and right fallopian tube and right ovary). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, adnexa uteri pain, dizziness, arthralgia, inflammatory pain, pain in extremity and peripheral swelling was resolving. The reporter considered adnexa uteri pain, arthralgia, dizziness, inflammatory pain, pain in extremity, pelvic discomfort, pelvic pain and peripheral swelling to be related to essure. The reporter commented: a few months after the device insertion, I began experiencing discomfort. Pain did not improve with paracetamol or nolotil. The episodes of arthralgia with inflammatory pain in hands feet, with swelling, usually occurred during the premenstrual period, difficulty moving. After many years of enduring pains and aches, doctor informed me that the pathology I was experiencing was probably due to the essure devices. After searching for information regarding this, I decided to undergo a surgical intervention to remove the essure devices: total hysterectomy, a complete right adnexectomy, and a left salpingectomy. On (B)(6) 2018, I went to the hospital for a postsurgical check-up. My pain and symptoms had improved significantly after the essure devices removal. I had another check-up on (B)(6) 2018, and showed significant improvement regarding all the symptoms prior to the removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included aas for antiphospholipid syndrome. The patient's medical history included menstruation normal (menstrual formula :(B)(6)) in 2005, automobile accident (as a result of which she refers to having discomfort) in 2005, drug intolerance (intolerance to hydroxychloroquine due to rash and dizziness.), pre-eclampsia (the first was a cesarean section at 37 weeks, the second eutocic delivery at 39 weeks), multigravida, menarche (9 years) and latex allergy. Previously administered products included for an unreported indication: oral contraceptive from 2001 to 2010 and escitalopram in 2005. Concurrent conditions included polyarthralgia since 2007 and flank pain since 2004. Family history included phlebitis lower limb (her father), blood pressure high (her mother), lung cancer (father deceased), colon cancer (maternal grandmother died) and lymphoma nos (her mother). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("a little painful after the essure insertion"). On (B)(6) 2012, the patient started aas (oral), 1 dosage form(s) daily. Further treatment at the same dose occurred on (B)(6) 2012. On (B)(6) 2013, the dose was changed to 100 mg daily. Further treatment at the same dose occurred on (B)(6) 2013. The same dose was administered again on (B)(6) 2013. Further treatment at the same dose occurred on (B)(6) 2013. On (B)(6) 2014, the dose was changed to 1 dosage form(s) daily. Further treatment at the same dose occurred on (B)(6) 2014. On (B)(6) 2015, the dose was changed to 100 mg daily. Further treatment at the same dose occurred on (B)(6) 2015. Further treatment at an unspecified dose and frequency occurred on (B)(6) 2016. On (B)(6) 2016, the dose was changed to 100 mg daily. The same dose was administered again on (B)(6) 2017. Further treatment at the same dose occurred on (B)(6) 2018. The same dose was administered again on (B)(6) 2018. Further treatment at the same dose occurred on (B)(6) 2018. The same dose was administered again starting on (B)(6) 2019. On (B)(6) 2013, the patient experienced pelvic discomfort ("discomfort / discomfort in the right iliac fossa radiating to the leg that disappears with menstruation") and abdominal pain lower ("pain in the right iliac fossa"). On (B)(6) 2013, the patient experienced hypertension ("hypertension / she has hypertensive crisis of up to 200 systolic / emotional hypertension"). On (B)(6) 2015, the patient experienced asthenia ("weakness"). On (B)(6) 2015, the patient experienced myalgia ("myalgia"). On (B)(6) 2016, the patient experienced headache ("headache"). On (B)(6) 2017, the patient experienced constipation ("constipation"). On (B)(6) 2017, the patient experienced abdominal pain upper ("pain in the right hypochondrium (puncture-type pain)"). On (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient was found to have haemangioma of liver ("hepatic angioma") and experienced pre-eclampsia ("suspicion of aps (preeclampsia + al positive) in treatment with aas 100 mg/24 hrs"). On (B)(6) 2021, the patient experienced micturition urgency ("urinary urgency"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), adnexa uteri pain ("pain in my right ovary"), dizziness ("dizziness, periods of time during which I could not walk or move"), arthralgia ("repeated episodes of arthralgia/ generalized joint pain / episodes of arthralgia of acute lasting 3 days"), inflammatory pain ("repeated episodes of inflammatory pain in the hands and feet"), pain in extremity ("repeated episodes of inflammatory pain in the hands and feet"), peripheral swelling ("repeated episodes of hands and feet swelling (episodes lasted three days and usually appeared in the premenstrual period)"), mobility decreased ("periods in which she could not walk or move / difficulty moving / episodes of arthralgia of acute onset "she says she can't move"") and nausea ("nausea"). The patient was treated with amitriptyline hydrochloride (tryptizol), atenolol, blastoestimuline ovules, calcium carbonate;vitamin d nos (calcium + vit d), cefminox sodium (tencef), enoxaparin sodium (clexane), ethinylestradiol;levonorgestrel (levobel), hydroxychloroquine, iron, metamizole magnesium (nolotil), omeprazole, paracetamol, tramadol hydrochloride (adolonta) and surgery (hysterectomy, removal of left and right fallopian tube and right ovary). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, adnexa uteri pain, dizziness, arthralgia, inflammatory pain, pain in extremity and peripheral swelling was resolving and the procedural pain, mobility decreased, abdominal pain lower, hypertension, myalgia, asthenia, headache, abdominal pain upper, nausea, constipation, haemangioma of liver, pre-eclampsia, fibromyalgia and micturition urgency outcome was unknown. The reporter considered pre-eclampsia to be unrelated to essure. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri pain, arthralgia, asthenia, constipation, dizziness, fibromyalgia, haemangioma of liver, headache, hypertension, inflammatory pain, micturition urgency, mobility decreased, myalgia, nausea, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling and procedural pain to be related to essure. The reporter commented: a few months after the device insertion, I began experiencing discomfort. Pain did not improve with paracetamol or nolotil. The episodes of arthralgia with inflammatory pain in hands feet, with swelling, usually occurred during the premenstrual period, difficulty moving. After many years of enduring pains and aches, doctor informed me that the pathology she was experiencing was probably due to the essure devices. After searching for information regarding this, she decided to undergo a surgical intervention to remove the essure devices: total hysterectomy, a complete right adnexectomy, and a left salpingectomy. On (B)(6) 2018, she went to the hospital for a postsurgical check-up. Her pain and symptoms had improved significantly after the essure devices removal. She had another check-up on (B)(6) 2018, and showed significant improvement regarding all the symptoms prior to the removal. The reporter mentioned that the patient has contraindication hormonal contraceptive method. Treatment with hydroxychloroquine was not tolerated at the time due to rash and dizziness. (B)(6) 2018: the discomfort in the right iliac fossa was probably caused by the ovarian cyst (existing prior to the essure). The patient in the post-intervention review ((B)(6) 2018) reports feeling better, which speaks in favor of the fact that the discomfort in the right iliac fossa was probably caused by the right ovarian cyst, a pathological anatomy report is provided (6 cm ovarian mucinous cystadenoma, oviducts with nonspecific changes, endometrium and cervix without particularities). Diagnostic results (normal ranges are provided in parenthesis if available): alpha 1 globulin (2.9 - 4.9 %) - on (B)(6) 2012: 0 %. Alpha 2 globulin (0.51 - 0.85 g/dl) - on (B)(6) 2012: 0.86 g/dl. Blood creatinine (0.7 - 1.2 mg/dl) - on (B)(6) 2015: 0.67 mg/dl. Blood lactate dehydrogenase (125 - 220 u/l) - on (B)(6) 2012: 247 u/l. Chest x-ray - on (B)(6) 2015: normal, no mediastinal widening.; on (B)(6) 2016: normal, no mediastinal widening.. Coagulation test - on (B)(6) 2012: normal coagulation study, antithrombin and protein, circulating lupus-like anticoagulant: (weak positive) factor v mutation, factor v leiden. Prothrombin gene mutation.; on (B)(6) 2012: lupus anticoagulant (+) weak. Anticardiolipin igm (-) ab antibeta2-gpi (-) clinical judgement: suspicion of antiphospholipid syndrome; on (B)(6) 2012: the circulating lupus-like anticoagulant is weak positive.. Creatinine renal clearance (30 - 200 u/l) - on (B)(6) 2014: 26 u/l. Globulin (0.21 - 0.35 g/dl) - on (B)(6) 2012: 0.35 g/dl. Haematocrit (37 - 52) - on (B)(6) 2017: 33.8; on (B)(6) 2017: 32.4; on (B)(6) 2017: 33.8. Haemoglobin (12 - 18 g/dl) - on (B)(6) 2017: 10.9 g/dl; on (B)(6) 2017: 10.9 g/dl. Magnetic resonance imaging abdominal - on (B)(6) 2014: normal; on (B)(6) 2014: cyst without septa or solid poles of 34 mm in the right ovary, anteverted uterus, presence of essure, pediculated formation, dependent on the left ovary, 27 mm in size with heterogeneous signal (adnexal not ruled out) small left iliac adenopathies whose long axis does not reach a centimeter; on (B)(6) 2016: 5 cm right adnexal functional cyst. Anteverted uterus of normal size and morphology (free cavity and cervix). Some endocervical cyst of naboth.. Mean cell haemoglobin (33 - 37 g/dl) - on (B)(6) 2012: 32.6 g/dl; on (B)(6) 2017: 32.4 g/dl. Monocyte count (3.4 - 9 %) - on (B)(6) 2012: 3.3 %. Pathology test - on (B)(6) 2017: essures devices are visualized in oviducts. The uterine dimensions are 9 cm (craniocaudal), 6 cm (lateral), and 3.5 cm (anteroposterior). Uterus with smooth serous, intramural fibroid of 7 mm without other macroscopic alterations is observed in the section. Fimbriated right oviduct of 6 cm. Fimbriated left oviduct of 7 cm. Right ovary of 6x4x3 cm with an empty cyst with a smooth wall without lesions, which occupies practically the entire organ, leaving the normal parenchyma rejected to the wall of the cyst. Diagnosis: right ovarian cystadenoma mucinous of 6 cm. Oviducts with nonspecific changes. Endometrium and cervix without particularities. Findings: simple 6-cm right ovarian cyst that drains into the cavity, clear fluid outflow.; on (B)(6) 2018: -right ovarian cystadenoma mucinous of 6 cm. Oviducts with nonspecific changes. Endometrium and cervix without particularities.. Physical examination - on an unknown date: soft, depressible abdomen, without masses or megalias, diffuse pain on palpation, most notable in the epigastrium and left hypochondrium. Depressible soft abdomen, not painful on deep palpation, no masses or megalias, no signs of peritoneal irritation, retinoblastoma protein negative.; on (B)(6) 2009: unremarkable; on (B)(6) 2013: normal external genitália, normal breast palpation; on (B)(6) 2014: soft and depressible abdomen with no signs of peritoneal irritation. No masses or megalias are palpable. Pain on deep palpation in the right and left iliac fossa.; on (B)(6) 2014: normal external genitalia, normal vagina, nonspecific leukorrhea, macroscopically normal cervix, uterus with good mobility, painless, enlarged right adnexa, with little pain.; on (B)(6) 2015: uniformly obese. Good general condition. Abdomen: pain in the right iliac fossa. It does not delimit visceromegaly; on (B)(6) 2016: mobile cervix, not painful on movement.; on (B)(6) 2016: no signs of arthritis at present.; on (B)(6) 2017: soft, depressible, painful on palpation in the right hypochondrium, no masses or megalias, negative blumberg, doubtful murphy. No signs of peritoneal irritation, conserved sounds. Lower extremities: no edema or signs of dvt; on (B)(6) 2017: pressure vaginal touch in both adnexa; on (B)(6) 2017: soft abdomen, good-looking wounds.; on (B)(6) 2017: soft abdomen. Good looking wounds.; on (B)(6) 2018: normal external genitalia, somewhat erythematous, normal epithelialized vagina, good-looking colporrhaphy. Laparoscopic wounds look good.. Red blood cell analysis (4.2 - 6.1 10*6/ul) - on (B)(6) 2017: 3.98 10*6/ul; on (B)(6) 2017: 3.98 10*6/ul; on (B)(6) 2017: 3.98 10*6/ul. Smear cervix - in (B)(6) 2011: normal; in (B)(6) 2013: diagnostic interpretation: low-grade squamous intraepithelial lesion dysplasia; on (B)(6) 2013: normal; in (B)(6) 2013: low-grade lsil, negative colposcopy; in (B)(6) 2014: normal; (B)(6) 2014: normal; in (B)(6) 2016: low-grade squamous intraepithelial lesion; on (B)(6) 2017: lsil (cin1); on (B)(6) 2017: right ovarian cyst. Lsil(cin1); on (B)(6) 2017: zt normal type. The area of white epithelium from the previous control is not observed.. Ultrasound abdomen - on (B)(6) 2015: meteorism that prevents a correct assessment; on (B)(6) 2016: control simple cyst of the right ovary (tumor low risk); on (B)(6) 2016: regular urethra of normal size. Right adnexal cyst of 50 mm. Essures well located. Homogeneous liver with echogenic and heterogeneous focal lesion of 1.2 cm, probably in segment viii-iva that may correspond to an angioma.; on (B)(6) 2021: finding of adnexal formations up to 23 mm.. Ultrasound scan - on (B)(6) 2009: replete bladder without lesions. Normal left kidney. Right kidney with mild-moderate dilation of the excretory tract. No stones are seen. Clinical diagnosis: pain in the right lumbar fossa.. Ultrasound scan vagina - on (B)(6) 2013: normal uterus and left annex. In the left ovary, a 3.4 cm cystic formation, compatible with a persistent follicle.; on (B)(6) 2014: regular transmission. Anteverted uterus of regular size and shape with linear homogeneous endometrium. Irregular formation of 39x34 mm that impresses with a solid pole that does not capture. Left ovary not visible. No free liquid in douglas.; on (B)(6) 2014: normal, regular uterus, normal left ovary, right ovary with a simple-looking cyst, 45 mm. Not free liquid. Clinical judgment: right ovarian cyst.; on (B)(6) 2017: normal uterus and left adnexa. In the right cystic formation of 6.8 x 4.5 cm.; on (B)(6) 2017: normal uterus and left adnexa. Cystic formation of 5.5 cm in the right ovary (persistent for 21 years).; on (B)(6) 2018: no findings, normal left ovary with anechoic formation of 26 mm negative color doppler compatible with a simple cyst; on (B)(6) 2018: normal left ovary with functional follicles (21 mm). Not free liquid.; on (B)(6) 2021: normal left ovary is observed, with two anechoic formations of functional aspect, 20 and 21 mm.. Urine analysis - on (B)(6) 2009: normal complete analysis, normal urine sediment; on (B)(6) 2018: negative urine culture and antibiogram. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: new adverse events reported: post procedural pain, mobility decreased, abdominal pain lower, hypertension, myalgia, asthenia, headache, abdominal pain upper, nausea, constipation, haemangioma of liver, pre-eclampsia, fibromyalgia and micturition urgency. The lab datas, medical history, family history and drug treatment were updated and the patient´s date of birth and the essure insertion and removal date were provided. The lawyer and the hcp were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic discomfort ("discomfort"), adnexa uteri pain ("pain in my right ovary"), dizziness ("dizziness, periods of time during which I could not walk or move"), arthralgia ("repeated episodes of arthralgia/ generalized joint pain"), inflammatory pain ("repeated episodes of inflammatory pain in the hands and feet"), pain in extremity ("repeated episodes of inflammatory pain in the hands and feet") and peripheral swelling ("repeated episodes of hands and feet swelling"). The patient was treated with metamizole magnesium (nolotil), paracetamol and surgery (hysterectomy, removal of left and right fallopian tube and right ovary). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, adnexa uteri pain, dizziness, arthralgia, inflammatory pain, pain in extremity and peripheral swelling was resolving. The reporter considered adnexa uteri pain, arthralgia, dizziness, inflammatory pain, pain in extremity, pelvic discomfort, pelvic pain and peripheral swelling to be related to essure. The reporter commented: a few months after the device insertion, I began experiencing discomfort. Pain did not improve with paracetamol or nolotil. The episodes of arthralgia with inflammatory pain in hands feet, with swelling, usually occurred during the premenstrual period, difficulty moving. After many years of enduring pains and aches, doctor informed me that the pathology I was experiencing was probably due to the essure devices. After searching for information regarding this, I decided to undergo a surgical intervention to remove the essure devices: total hysterectomy, a complete right adnexectomy, and a left salpingectomy. On 30-jan-2018, I went to the hospital for a postsurgical check-up. My pain and symptoms had improved significantly after the essure devices removal. I had another check-up on (B)(6) 2018, and showed significant improvement regarding all the symptoms prior to the removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.